Manufacturer narrative:
An event regarding revision surgery involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. An unknown liner and unknown ceramic head were also reported in this event. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's hip was revised. Surgeon would not provide the reason for revision. A stryker shell, liner, and 28mm ceramic head were revised to competitor shell and liner with a stryker 36mm head and sleeve. The restoration modular stem construct was not revised. Rep reported that surgeon will not release any further information.